Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during preparation for use, the subject device had a broken cord. The cord was noted to be separated from the camera head during the cleaning process following a laser lithotripsy case. There were no reports of delay in procedure or patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: g3, h2, h3, h4, h6, h11 . A review of the device history record found no deviations that could have caused or contributed to the reported issue. The user's request of ¿the cord is broken¿, was confirmed. Device evaluation found damage/cut on the cable. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during preparation for use, the subject device had a broken cord. The cord was noted to be separated from the camera head during the cleaning process following a laser lithotripsy case. There were no reports of delay in procedure or patient involvement.